Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer took the cartridge apart and noticed insulin in the bag. The customer measured 50 units; however, the fill estimate display showed 19 units. Tandem's technical support educated the customer on unusable insulin. There was no impact to the customer's blood glucose level.